Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that during use with patient on the device the castor detached. The customer representative stated that the resident nearly fell out, but was caught by the caregivers. The side supports were properly locked during the event. No injury was reported. The device was taken out of use and evaluated by the qualified arjo representative. According to the results of inspection, one of the castors was found detached of the device¿s leg. The castor¿s screw was still attached to the chassis and its thread was in good condition. The performed evaluation did not allow to find the direct cause of the castor detachment. Both side supports were checked and confirmed to function and lock correctly. New castor was installed and the device was placed back in use. Concerto/basic is intended for showering and bathing of hospital or care facility residents under the supervision of trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). The concerto/basic is subject to wear and tear, and the actions specified in IFU must be performed when specified to ensure that the product remains within its original manufacturing specification. Please note that concerto/basic instructions for use (IFU; 04.ba.05_7 issued in june 2012; active at the time this device was manufactured) includes the information regarding the preventive maintenance and checks (together with supporting figures) that should be performed by the device users in with the specified schedule: ¿actions before every use: - check that all parts are in place. Compare with the parts designation list in this IFU. - carry out a thorough inspection for damage. - if any part is missing or damaged - do not use the product! (¿) - if you have any questions, please contact your local arjohuntleigh representative for support and service.¿ ¿every week (¿) check and clean castors: check that the castors are properly fixed and are rolling and swiveling freely.¿ the IFU also reminds user about the necessity of patient position control: ¿to avoid falling, ensure that the resident is positioned in accordance with these instructions for use.¿ according to the available information it is considered unlikely that patient may fell out of the device due to the reported malfunction. Based on the results of tests performed by manufacturer in order to determine risks associated with castor detachment the probability of the device tipping over and patient fall as a consequence of the castor detachment is very low. It should be underlined that each concerto is equipped with foldable side supports and fixed supports at the ends of stretcher. Both side supports of the device were functioning properly upon the evaluation. If they were correctly locked they should prevent from patient fall out of the lift when it lost balance due to castor detachment. Moreover, concerto/basic shower trolley was designed to fulfill the requirements of standard iec60601-1:2012 clause 9.4 and iso 10535:2006, which means that the product shall be able to remain balanced and not tilt. Based on the performed analysis, the exact root cause of the castor detachment cannot be identified. A deterioration in the device condition such as unscrewed castor can be detected during regular preventive maintenance activities. In summary, according to the gathered information the involved concerto/basic shower trolley was used for a patient handling when the malfunction occurred. According to the customer allegation, the castor detached during use and from that perspective, the device did not perform as intended. This complaint was decided to be reported to regulatory authority in abundance of caution due to customer allegation which stated that the patient nearly fell out, when the malfunction occurred.

Manufacturer narrative:
The information collection and analysis for purpose of the investigation is still on-going and update will be provided in the next report.

Manufacturer narrative:
The investigation is still on-going and additional information will be provided in the next report.

Manufacturer narrative:
(B)(4). The device was taken out of use, evaluated and repaired by the qualified arjo representative. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that during use with patient on the device, the castor detached. The customer representative stated that the resident nearly fell out, but was caught by the caregivers. No injury was reported in relation with this event.